Manufacturer narrative:
H2: additional information: a1, a2, a3, b5. Corrected data: h6: health effect - clinical and impact code.

Event description:
It was reported that, during a knee procedure, the t2 anchor of the fast-fix 360 fell off the meniscus during implantation. T1 was left secured in the patient and t2 was removed with tweezers. Surgery was completed after a non-significant delay, using a back-up device instead. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a knee procedure, the t2 anchor of the fast-fix 360 fell off during implantation. Surgery was completed after a non-significant delay, using a back-up device instead. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation showed the device was received in the original box with the matching lot number on the label. The t1 and t2, were not received. A partial suture was returned. The actuator is in the pre-t2 position. Bio debris is present. A functional evaluation showed the device cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.